Manufacturer narrative:
(B)(4). Air in the patient line, indicative of a potential malfunction of the disposable cassette, was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm on the homechoice (hc) device, it was reported that a ¿foot of air¿ was observed in the patient line while the home patient (hp) was connected. The technical service representative (tsr) did not identify anything during troubleshooting that would have caused or contributed to the air. The tsr advised the care giver (cg) to end the hp¿s therapy and have the hp start over with new supplies. The tsr reviewed proper procedures, per the user manual, with the cg. There was no patient injury or medical intervention associated with this event. No additional information is available.